Event description:
The device was at eri (elective replacement indicator) after less than fourteen months of implant. The patient had received approximately fifty appropriate shocks. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.